Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient said that she went to bed that night, but had to get up to grab a candy. She felt like she was not mentally present because she had a hard time looking where the candy was. According to the report, the patient did not know what the egv was at that time. The behavior of the display device was not described. It was not documented if a bg was checked. Her husband wondered why she hadn't returned back to bed so he looked for her. She stumbled around and was sitting on the couch, not mentally present. The egv and behavior fo the display device at that time were not documented. Her husband decided to call emts. When emt arrived, they took a finger test bg value which was 36 mg/dl and the dexcom was 58 mg/dl. She was then given with a single packet of frosting (a little gel texture that you have to squeeze) probably that was 15 grams by emt. When she was tested on bg results were: 2nd bg test result: 90 mg/dl, 3rd bg test result: 140 mg/dl. According to the documentation, she did not bother to take the values of cgm to compare the 2nd and 3rd bg test. The emt left after 20 mins. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was fine and ok. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.